Event description:
The complainant reported a patient post-operative left ventricular assist device was implanted with an impella rp device for mechanical circulatory support. While on support, the patient began bleeding from everywhere with disseminated intravascular coagulation suspected, as well as a mixed shock contribution. The family decided to withdraw care. Survival outcome at explant noted the patient expired. Medical safety review of the event noted that the use of the device cannot conclusively be associated with the (death) outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.